Manufacturer narrative:
The spindle and monitor arm are part of an or integration system that is installed in the user facility's operating room. The integration system contains two monitors supported separately by two monitor extension arms. Each extension arm contains a stop which limits the amount of rotation allowed. The monitor arm subject of the reported event was moved out of the surgical field and the procedure was completed successfully by utilizing the second monitor. A steris service technician arrived onsite following the reported event. The technician inspected the spindle and monitor arm and confirmed the customer's report of a broken stop. The technician ordered a replacement extension arm for the unit. Upon further investigation, it was identified that the or integration monitor requires repair by a third-party service provider. The monitor arm subject of the reported event was removed from service and the replacement monitor arm and stop will be installed and returned to service upon completion of the monitor repairs. The technician's evaluation identified the event is likely attributed to the mechanical stop within the spindle and monitor cables becoming damaged during third-party installation of the operating room integration system. During the installation, the monitor arm was likely rotated beyond the tolerable limit of the stop, resulting in damage to the mechanical stop. The technician inspected all other rooms with the monitor configurations, confirming there were no similar issues with the other units. A follow-up MDR will be submitted upon completion of necessary repairs

Event description:
The user facility reported that during a patient procedure, a spindle on the monitor arm was found to have a broken stop. No report of injury, procedure delay, or cancellation.

Manufacturer narrative:
A replacement extension arm was delivered and installed at the customer's location. The monitor arm was returned for steris evaluation and found the root cause of the event to be impact damage to the stop pins during third party installation. As the stop pins were damaged, this allowed the monitor arm to rotate beyond the tolerable limit of the stop. No additional issues have been reported.